Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced and inflated twice at 8 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with the device. There were no patient complications nor injuries reported.